Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to a pulsed field ablation (pfa) procedure. Reportedly, two prostyle devices were successfully pre-placed. The sheath was upsized to 17f, and the procedure was completed. However, during knot advancement of the two pre-placed sutures, a suture break occurred. A third prostyle device was inserted, but again, a suture break occurred during knot advancement. Two additional prostyle devices were then successfully placed, achieving hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch reports.